Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed an atrial lead impedance of 2200 ohms and a 4.5 v, 1.0 ms capture threshold. Unipolar impedance was 213 ohms with a 1.0 v, 0.6 ms capture threshold. X-ray displayed probable lead fracture. The physician elected to program the atrial output to 3.0 v, 0.5 ms and change the configuration to unipolar.